Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (up to 516 mg/dl) with a trace to small level of ketones. Insulin injections, a bolus via the pump and an increase in the temporary basal rate were used to address the bg level. After the insulin injection, the ketone level went to "negative". The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.